Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned in liquid in a lens case/ vial. Visual inspection found no visible damage to lens. Dimensional and functional inspection found lens to be within specifications. Corrected data: b5 - the lens was explanted on (B)(6) 2019. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient code 2137 not applicable in initial MDR. Device code 1401 not applicable in supplemental MDR #1. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -11.50/3.0/075 (sphere/cylinder/axis) , implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. Lens rotation and low vault were observed. Lens remains implanted. Reportedly the surgeon panns to exchange the lens with a longer length lens. Surgeon notes that patient's "refraction changes after the rotation happened." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.